Manufacturer narrative:
Investigation summary: no product was returned. Arrhythmia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Renal failure, organ failure: the root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: bleed observed from nose and mouth. The root cause of the bleed was unable to be determined due to insufficient clinical details. Difficult to place or position: the cause of the difficult to place or position was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1988054. Device history batch: subcomponent lot: n/a. Device history review: device (sn: 634836) passed all post sterile inspection checks.

Event description:
The complainant reported that the patient experienced recurrent episodes of ventricular tachycardia (vt). Additional information reported that during the five-day period of hemodynamic support, the impella device required repositioning twice, and the patient received one unit of blood/plasma. While on combined veno-arterial extracorporeal life support and impella cp support, the patient developed anuria and showed progressively increasing creatinine levels.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.